Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the lancet protrudes beyond the end cap of the multiclix lancing device. No adverse event reported. Requested return of the alleged lancing device for evaluation and replacement was provided.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.